Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer indicating the ins shuts off every couple of months. They further noted they were not around any emi and reported no falls or trauma.

Manufacturer narrative:
Event date is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient¿s device has shut off three different times in the past three weeks. The patient feels rush through brain, hands shake, and has benign essential tremor. It was noted that twice the patient was able to turn it back on, but was not sure why it was happening. On one occasion, the patient was working and felt surge through head and hands started shaking. The patient was getting a warning screen to charge the device. It was noted that the first time device shut off was two weeks prior to this report. No further complications were reported.